Event description:
Post operative malfunction of pump post discharge (within 24 hrs). X3 patients - pt's of three md's. Dates of use: 2009. On 3 separate occasions (3 different patients and physicians) pain ball that administers drugs functioned improperly/malfunctioned within 24 hrs. Smart infuser USA - used in early 2009. Product became defective within 24 hrs of patient release from facility.